Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler with cycler set and the patient event of peritonitis while hospitalized for a non-dialysis related issue. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
A registered nurse (rn) reported to customer service that the patient is in the hospital with peritonitis. They went into the hospital on (B)(6) for a surgery and got the infection. A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to report a peritoneal dialysis (pd) patient that this patient on was hospitalized on (B)(6) 2022 for a surgical procedure. It was reported that the patient contracted an infection while hospitalized. Upon follow up, the pdrn stated the patient was hospitalized for angiogram with stent placement due to pre-existing cardiovascular disease. After the procedure the patient was admitted to the hospital and subsequently developed peritonitis. The pdrn reported that the patient was initially receiving pd therapy in the hospital with unspecified fresenius products. The nurse stated the patient is receiving hemodialysis in the hospital currently and the cause of the patient¿s peritonitis is unknown. The date of the culture and the organism were not reported. The patient remains hospitalized and has been transitioned to hd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A registered nurse (rn) reported to customer service that the patient is in the hospital with peritonitis. They went into the hospital on (B)(6) 2022 for a surgery and got the infection. A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to report a peritoneal dialysis (pd) patient that this patient on was hospitalized on (B)(6) 2022 for a surgical procedure. It was reported that the patient contracted an infection while hospitalized. Upon follow up, the pdrn stated the patient was hospitalized for angiogram with stent placement due to pre-existing cardiovascular disease. After the procedure the patient was admitted to the hospital and subsequently developed peritonitis. The pdrn reported that the patient was initially receiving pd therapy in the hospital with unspecified fresenius products. The nurse stated the patient is receiving hemodialysis in the hospital currently and the cause of the patient¿s peritonitis is unknown. The date of the culture and the organism were not reported. The patient remains hospitalized and has been transitioned to hd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.